Event description:
It was reported the patient had a shocking sensation while using stimulation. It was noted as possibly related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
Product ID 3708140, serial# unknown, implanted: 2011-(B)(6), (B)(4), patient product ID 37752, serial# (B)(4), product type recharger product ID 355531, lot# n289271, implanted: 2012-(B)(6), product type screening device product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).

Event description:
Additional information received reported that the outcome of the event was ongoing with no further action needed. It was noted that the patient was scheduled for reprogramming on (B)(6) 2012. It was further noted that the patient did not come to this appointment. Additional information received reported that therapy was suspended on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional indicated that the etiology was not due to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional provided the patient's baseline weight.